Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the purple screw ring and metal ring gasket came off the heartmate 3 outflow graft (ofg) during implant. The lock screw stayed attached to the pump. The cardiovascular surgeon reportedly screwed the purple locking ring on the outflow limb of the pump just prior to inserting the lvad. The ofg was straight and the bend relief was snapped in place with no issue. The pump was inserted and the locking mechanism engaged. The patient¿s heart was still elevated with no action. The cardiovascular surgeon had attached the ofg and bend-relief to the pump, and was about to de-air the graft and begin the aortic anastomosis, when the purple screw ring popped off and the lock screw stayed attached to the pump. The ofg and bend relief became detached from the purple locking ring, which remained in place on the outflow limb of the pump, but the outflow graft no longer attached. Reportedly, the screw ring used to tighten the outflow graft to the pump cover was not disassembled by the healthcare professionals.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
DHR looked good. Examination of the returned sealed outflow graft found that the screw ring used to tighten the outflow graft to the pump cover had been disassembled. The c-ring that secures the screw ring to the graft attachment was returned unattached. The c-ring, o-ring, and screw ring were examined using a microscope which revealed no evidence of scratches or scoring to suggest that a tool may have been used on the graft hardware during device preparation. The c-ring did not appear to be out of shape or coiled. The remainder of the hardware was evaluated and also appeared unremarkable. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft adapter. The improper placement of the c-ring would have resulted in the detachment of the screw ring from the graft adapter. A corrective and preventive action (CAPA) was opened to investigate incidences of hm3 outflow graft c-ring displacement. The outflow graft and hardware will be shipped out to the pleasanton for additional testing. The testing results will be communicated under the CAPA. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.